Event description:
Event description guidant received information that this implantable pacemaker (ipm) exhibited a loss of capture and was explanted due to observed broken setscrews. A new guidant pacemaker was implanted. The device was returned for analysis.